Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip did not fire, and it was locked and cracked. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaw. The analysis results found that the device was returned with the jaws in the closed position and with a clip jammed. Once the clip was removed from the jaws and in an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No abnormal noise was noted. In addition, the device locked out a intended but the orange indicator was under traveled. Please note that this condition is unrelated with the event reported. It could not be determined what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.